Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a healing impairment of implant site, however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2005, and the patient was implanted with a new device on the contralateral side.